Event description:
During a remote follow-up, episodes of oversensing were observed on the device. The oversensing was suspected to be due to noise or myopotentials, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.